Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc l devices at level l4-l5 and l5-s1 on (B)(6) 2024. The patient had complaints of on-going pain and requested that the implants be removed and that they be fused. Removal was attempted on (B)(6) 2025, however the surgeon could not visualize the implant intraoperatively and the removal was not completed. No status update on the patient was provided. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removal was not able to be completed as the device could not be visualized intraoperatively; therefore, no device evaluation could be done. Additionally, no imaging of the devices was provided. No anomalies were identified during the complaint investigation. The removal was attempted due to patient on-going pain as the therapy devices were not effective. The submission is 6 of 6 devices involved in this event.

Event description:
A patient was implanted with two prodisc l devices at level l4-l5 and l5-s1 on (B)(6) 2024. The patient had complaints of on-going pain and requested that the implants be removed and that they be fused. Removal was attempted on (B)(6) 2025, however the surgeon could not visualize the implant intraoperatively and the removal was not completed. No status update on the patient was provided.